Event description:
In 2000, pt had left front temporal craniotomy and evacuation of hematoma. A jp drain was placed in epidural space 5 days later. While removing the drain the epidural drain sheared off. The pt had to be returned to the or and removal of the drain had to be done under general anesthesia.